Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced very blurry distance vision, with a cloudy appearance as well as darkness in her peripheral vision. Lens was cloudy and she would need to undergo a procedure to have it cleaned up. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, continues to have dryness and sandy sensation in her eyes. The patient doctor has not given her any relief. She will have a 2nd opinion.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).